Manufacturer narrative:
It was reported that, after undergoing right hip revision, a patient presented continued nonhealing surgical incision site with pus. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the cup, and this failure will continue to be monitored. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. As well the post-operative wound infection and subsequent I&d are highly likely of an exogenous nature and cannot be assumed to be associated with the implant. The patient impact is the revision and post revision I&d. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on this investigation, the need for corrective and preventative actions is not indicated. There were no manufacturing, design or labelling deficiencies identified which would have contributed to the complaint. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after undergoing right hip revision on (B)(6) 2023, the patient presented continued nonhealing surgical incision site with pus, which required irrigation and debridement surgery on (B)(6) 2023 with revision closure of the right anterior surgical incision site. The patient tolerated the procedure well, without complications.